Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: sigmoid colon") and embedded device ("embedded within the tissue") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flank pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, embedded device and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion - 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporters, concomitant disease and events(abdomen pain and embedded within the tissue) was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: sigmoid colon"), embedded device ("embedded within the tissue") and cholecystectomy ("gallbladder removal") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flank pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdomen pain") and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, abdominal pain and cholecystectomy outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, cholecystectomy, device dislocation, embedded device and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion - 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-oct-2018: new pfs received: new event gallbladder removal was added. Outcome of event pain from unknown to recovering/resolving was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.